Manufacturer narrative:
Device evaluation. The product was returned for evaluation. Customer report of one leaflet not be closing properly could not be confirmed due to condition of the valve as received. As received, all three leaflets were rigid and translucent-like due to dehydration. The sewing ring was cut around leaflet 1 and 2, and exposed the wireform at the inflow aspect. Serrated markings were observed on leaflets 1 and 2 near commissure 2. Corknots remained attached on the sewing ring near leaflet 3. X-ray demonstrated wireform intact. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. A definitive root cause could not be determined. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a 23mm bioprosthetic valve was explanted at implant. After implant, one of three leaflets were noted to not be closing properly which caused a significant leak. The explanted device was replaced with a 25mm valve. The indication for surgery was severe aortic and mitral annular calcification causing critical as, severe lad cad 80%, severe pulmonary htn with significant smoking history, chf, af, htn. The patient underwent an aortic root enlargement, decalcification of the aortic mitral continuity and patch closure with a xenosure biologic patch and CABG x1. After the valve was implanted, there was a pvl but no intervention was taken. The patient developed bleeding from the right lung and was quite coagulopathic. The iabp was resumed, ECMO was not considered to be a futile option, blood products were given but the patient had ongoing bleeding, ongoing insufficiency, and was quite hypotensive. He was taken to the ICU in critical and grave condition. The patient expired later the same day due to cardiogenic & pulmonary insufficiency and right lung bleeding.